Event description:
Patient's trach, tracheostomy, tube became obstructed, removed and replaced by blue line trach tube:#7. Tracheostomy tube subsequently dislodged when patient turned, again requiring replacement. Packaging and length of tube the issues. Not clear that length of tube is only 65mm, short by previous standards of 75-80mm. Packaging does not readily indicate short trach. In emergency it is easy to grab short trach package, resulting in increase risk of loss of airway. Short trachs were pulled from ICU's inventory. Additional follow-up reveals: the tracheostomy tube, blue line #7, was originally 75-80 mm. This same brand and model tube is now shortened to 65 mm. Other sizes of tracheostomy tubes by this manufacturer have also decreased in length. The manufacturer only notified the materials department regarding this change in length. The labeling is not adequate for this device. The diameter of the tube is clearly marked. However, to know the full length of the tube three different lengths must be added.